Event description:
It was reported that it was found that there was a 'moth' in the sealing of the cement polymer package when the package was opened at the patella replacement operation. The surgeon used a spare product instead of it and the procedure was completed without any problems and delay.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.